Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered an intracranial hemorrhage and expired on (B)(6) 2015. The patient had reportedly been in his usual state of health up until the time of his death. The pump was reportedly functioning as expected.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not received.a correlation between the device and the reported intracranial hemorrhage could not be conclusively determined. Bleeding, stroke and death are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.